Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected as "health professional" and "company representative" were inadvertently selected in the initial report submission. In addition the e1 "telephone number" was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image flickering occurred due to the communication failure caused by the cable failure. However, a definitive root cause cannot be established. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head cable damage and looseness during maintenance. During inspection and evaluation, it was found that the noisy image occurred due to a damaged cable. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the noisey image occurred due to a damaged cable, and the damaged cable caused leakage. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.